Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2007. The device failed its first self test on (B)(6) 2011 due to a low battery. The device also fails a manual self test on (B)(6) 2011. The returned pad device was inspected and tested and no fault was found. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.